Event description:
It is reported that the pt received a durom acetabular component 56/50 code p on the left side on (B)(6) 2007 and is being monitored due to unk reasons. Revision surgery is planned for (B)(6).

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the us, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the us was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the matasul ldh femoral head is cleared in the us and a corrective action for this product was reported to the FDA in 07/2008 as correction (B)(4). Should additional information including the final investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).